Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace instrument did not deliver energy right after using for 1 to 2 minutes to dissect the tissue. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that no fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have have a broken blade at the base. A piece approximately 0.074" x 0.444" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The energy could not be tested due to the broken blade. The complaint regarding the energy not being transmitted was confirmed by failure analysis.